Event description:
A vaxcel plus dialysis catheter was being placed for therapeutic purposes in a patient (age and gender unknown) in 2006. During catheter insertion, the peel-away sheath peeled incorrectly and broke off inside the patient. The physician needed to grab the remaining sheath with his fingers in order to finish placement and also retrieve the piece at the puncture site. The complainant reported that there was no adverse affect on the patient as result of the reported procedure.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.